Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('born 7 week early') and neonatal dyspnoea ('breathing troubles') in a male neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with premature baby (seriousness criterion hospitalization) and neonatal dyspnoea (seriousness criterion hospitalization). At the time of the report, the neonatal dyspnoea had not resolved. The reporter considered neonatal dyspnoea and premature baby to be related to essure. The reporter commented: case (B)(4) is child case and linked with mother case number (B)(4). Concerning the injuries reported in this case, the following were reported via social media: dyspnoea. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case upgraded to serious incident the events "foetal exposure during pregnancy" and "was born 7 weeks earlier" were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.